Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the drawer was not responding, and refrigerator was also not responding. A field service engineer checked all connections and identified that the latch solenoid was not plugged in correctly, then properly reseated and secured the connection, also found that the helmer unit was not connected to the pyxis system because the network cable was too short, rearranged the pyxis unit to establish proper network connectivity, tested the drawers after reconfiguration and confirmed they were functioning correctly, and the customer completed verification testing and confirmed that the system was operating properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ es refrigerator, fridge not responded. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.